Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that over 2 months after the dental implant was placed in site ada 20 in the mouth, the implant did not integrate in type iii bone. Clinician noted the patient's local infection, dehiscence, fenestration, bone loss and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-op complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that over 2 months after the dental implant was placed in site ada 20 in the mouth, the implant did not integrate in type iii bone. Clinician noted the patient's local infection, dehiscence, fenestration, bone loss and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-op complications.